Event description:
Manufacturer representative (rep) called with patient present in the clinic to report that their are having difficulty charging their implantable neurostimulator (ins) . Rep states when they go to charge, their controller shows screens stating that it is trying to connect the recharger and to reposition the recharger where you get the highest number. Rep reports the following number sequences while on the phone: 31 52 and 62, 54 to 58, 36 36 36 and 33 35 and 40. The number changeslightly when the rep pulls the recharger away from the patient, but they are unable to get any higher numbers. Rep states they are right over the ins and that they can feel it. A replacement recharger telemetry module (rtm) and battery compartment cover was sentout. Pt received the replacement rtm and it still not able to connect to charge. Pss walked pt through passive recharge mode and pt is still getting numbers 38 - 40 - pt was not able to achieve better coupling with repositioning. Pt stated he can feel the ins through the skin. Patient services (pss)  is sending a message to the field rep about pt call and requesting to meet in person to evaluate the ins position. Rep responded that they will reach back out to pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID neu_unknown product type unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep stated they have tried reaching out to the patient and didn¿t hear anything back, so they were hoping all is well with them.